Manufacturer narrative:
Mml ref (B)(4). B2-other: chronic pain post explant procedure. A mainstay medical representative viewed the explant procedure documentation at the clinical site, which did not indicate any complication with the patient or the explanted device. Following the initial report, another doctor at the clinical study facility ((B)(6)) examined the patient on (B)(6) 2024. The doctor treated the patient with a glucose-based solution injection, which had a positive result. The patient has been pain-free following the injection and has not contacted the practice since. According to the doctor, the likely diagnosis is some residual neuropathic-type pain following explant, which is not an uncommon finding. The reactiv8 system was returned and evaluated after the (B)(6) 2022, explant. No observation that would have contributed to the patient's chronic pain was identified.  Model 8145. Description: stimulation lead. Manufacture date: 06/27/2017. Model 5100. Description: implantable pulse generator. Manufacture date: 8/30/2017.

Event description:
Mainstay medical limited (mml) received an email from the patient, who reported great success with the reactiv8 system. However, he stated he has been experiencing debilitating pain (post-operative issues) caused by the explant and finds it impossible to make headway with the implanting medical group (no longer operating as a group), and his implanting physician has retired. The patient seeks information and wants to understand what has happened and who is responsible for post-operative issues. Mml representative contacted the medical group and was able to identify the patient. Mml's initial investigation indicated the patient participated in a reactiv8 clinical study and was implanted with the reactiv8 system on (B)(6) 2017. The patient was doing well with the therapy and exited the study on (B)(6) 2022. The device was explanted because the patient required magnetic resonance imaging (MRI), and the patient has been pain-free. There was no device allegation at the time of explant. There was no report of any system components left inside the patient.

Manufacturer narrative:
Mml ref #(B)(4). The investigation is ongoing. B2-other: chronic pain post explant procedure.

Event description:
Mainstay medical limited (mml) received an email from the patient, who reported great success with the reactiv8 system. However, he stated he has been experiencing debilitating pain (post-operative issues) caused by the explant and finds it impossible to make headway with the implanting medical group (no longer operating as a group), and his implanting physician has retired. The patient seeks information and wants to understand what has happened and who is responsible for post-operative issues. Mml representative contacted the medical group and was able to identify the patient. Mml's initial investigation indicated the patient participated in a reactiv8 clinical study and was implanted with the reactiv8 system on (B)(6) 2017. The patient was doing well with the therapy and exited the study on (B)(6) 2022. The device was explanted because the patient required magnetic resonance imaging (MRI), and the patient has been pain-free. There was no device allegation at the time of explant. There was no report of any system components left inside the patient.